Event description:
It was reported that a zero tip basket device was used during a procedure. Reportedly, the wire was damaged and separated from the basket section. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detachment.

Event description:
It was reported that a zero tip basket device was used during a procedure. Reportedly, the wire was damaged and separated from the basket section. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Investigation results: the returned zero tip basket was analyzed, and a visual evaluation noted that the handle returned in good conditions. It was also noted that the basket returned in its opened position. Microscopic examination was performed under magnification, and it was noticed that one of the basket wires broken from the tip but was not fully detached. Additionally, necking evidence was found on the broken wire. Functional examination was performed with the handle actuated, and the basket was able to open and close. With all the available information, boston scientific concludes that the reported event was confirmed. During the analysis, a comprehensive investigation into the reported problem of the zero tip basket's knot, including simulation, raw material, and assembly testing, the root cause remains undetermined. It suggests that variations in knot diameter and potential inconsistencies in the knotting process may contribute to the problem, but these factors alone do not conclusively explain the issue. Device history record review was completed and it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of basket wire broken was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on review of reported information and investigation results, an investigation conclusion code of unable to exclude device problem was assigned to this investigation.